Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-11325. It was reported that the patient presented with ventricular oversensing on the implantable cardioverter defibrillator. Chest x-ray performed on (B)(6) 2019 revealed right ventricular lead dislodgement. No intervention was performed. The patient experienced no adverse consequences.